Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 (see MFR# 1627487-2010-02444). On (B)(6)2010, the patient was implanted with an scs system. Coverage was never able to be achieved from original implant. The doctor said it had to do with the placement of the lead. The patient was reimplanted with a new lead and the coverage is much better now. Pain pattern is from his left shoulder all the way to his hand. When the doctor was placing the new lead into the extension, they noticed that there was blood on the lead part of the extension. The doctor tried to wipe the blood off and it appeared that the blood was actually in the extension itself. The doctor decided to replace the extension also. The lead and the extension will both be returned to sjm.